Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the load was checked under fluoroscopy and there was no sign of infold (misload). During the implant procedure, within a native valve with moderate leaflet calcification, the valve was 80% deployed and was noted to be deep. The valve was recaptured. On the second deployment attempt, a good depth was noted and the valve was fully deployed. Coronary flow was confirmed with no evidence of coronary obstruction. Mild paravalvular leak (pvl) was noted. While removing the delivery catheter system (dcs), the wire was following the outer curve of the arch and the nose cone was at risk for interacting with the inflow portion of the valve. The dcs was pulled back in an attempt to centralize the nose cone. The dcs was removed and the valve dislodged. The physician further noted, that a small infold of the inflow portion of the transcatheter valve caused the catheter, but not the nose cone, to catch and dislodge the valve. As reported, any infolding would have likely been anatomically driven if present. A second valve was loaded due to hemodynamic instability. An angiogram noted severe paravalvular leak (pvl). The first valve became fixed in the ascending aorta with the skirt of the valve at the coronary height. Moderate central aortic insufficiency through the native valve was identified due the transcatheter valve dislodgement. As reported, it was possible that the inflow portion of the transcatheter valve was preventing effective coaptation of the native leaflets post dislodgement. Coronary flow was noted on the angiogram so it was determined not to snare the valve for risk of dissection. The second valve was implanted and was partially overlapped with the first valve. Ventricular fibrillation cardiac arrest was noted multiple times. An echocardiogram revealed severe left ventricle dysfunction which was suggestive of moderate pvl. Cardiopulmonary resuscitation (CPR) and cardioversion were performed and the ar/pvl showed improvement however the patient remained unstable with refractory ventricular fibrillation and CPR continued. Medication was administered multiple times to help maintain perfusion pressures and stabilize arrhythmias. An angiogram following a post dilation was suggestive of limited flow within the right coronary artery. The patient¿s pressure remained low and intermittent cardioversion and CPR were required while an aortic balloon pump was placed to aid with the pressures and diastolic filling of the coronary arteries. Ultimately, both transcatheter valves were surgically removed and a surgical valve was successfully implanted. As reported, the native valve had likely partially occluded the right coronary artery compounded by a section of leaflet calcification. The cardiac arrest was attributed to the poorly tolerated ar in the presence of a partial coronary obstruction and stiff ventricle. Post implant, imaging review indicated that after the implant of the first valve, the dcs did appear central, however, a second angle may have indicated that there was still contact with the inflow of the valve. In addition, there may have been slight resistance when the dcs was pulled back. The patient was reported as doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26, serial/lot #: (B)(4), ubd: 24-oct-2022, UDI#: (B)(4); product ID: evolutr-26, serial/lot #: (B)(4), ubd: 16-jul-2022, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) and valves were discarded. Therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicated that the valve was recaptured once due to sub-optimal positioning. Recapturing is a feature of the evolute system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. While removing the dcs, the wire was following the outer curve of the arch and the nose cone was at risk for interacting with the inflow portion of the valve. The dcs was pulled back in an attempt to centralize the nose cone. The dcs was removed and the valve dislodged. Dislodgement of the valve by the dcs is related to operator technique or experience; the evolute proplus instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The physician noted that a small infold of the inflow portion of the valve caused the dcs to catch and dislodge the valve. As no images from the procedure were received for review the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that slight resistance was noted when the dcs was pulled back and that calcification was present in the patient¿s anatomy. This indicates that the probable cause of the removal difficulties was patient anatomy, but this could not be confirmed with the information available. Additionally, a review of the DHR for the initial valve, d713954, and frame record found that this device met all manufacturing specifications for final product released for distribution. Thus, no issues were identified that would have impacted this event. No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic for product analysis. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the loader experience was not reported but the load was confirmed via fluoroscopy. With the information available, a root cause for the infolding could not be conclusively determined, but the physician believed that it was driven by calcification (native valve with moderate leaflet calcification was noted). Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, but a conclusive cause could not be determined from the information available. However, the reported dislodgement and infolding may have been contributing causes. Hemodynamic instability can be the result of effects such as hypotension, which is a known potential adverse event per the device if u. With the information available, a conclusive cause could not be determined but the reported severe pvl may have been a contributing cause. The dislodged valve was not snared due to the possibility of dissection and a second valve was implanted. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Further, a review of the DHR for the second valve, d649360, found it was built to specification and met all final inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic, so no product analysis could be performed. Cardiac arrest is a known potential adverse effect per device IFU. In this case, a conclusive cause could not be determined from the information available, but it was attributed to the poorly tolerated aortic regurgitation in the presence of a partial coronary obstruction and stiff ventricle. Per IFU, occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. It was reported that the native valve had likely partially occluded the right coronary artery compounded by a section of leaflet calcification. Although this was a likely contributing cause, with the information available, a conclusive cause of the occlusion could not be determined. Conduction disturbances, such as electrocardiogram (ECG/EKG) changes, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. However, a conclusive cause of this conduction disturbance could not be determined. Ventricular fibrillation (vf) is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. With the information available, a conclusive cause for the vf could not be determined. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information available a conclusive root cause could not be determined. Hemodynamic instability can be the result of effects such as hypotension, which is a known potential adverse event per the device if u. With the information available, a conclusive cause could not be determined but it may have been related to the reported severe left ventricle dysfunction which was suggestive of moderate pvl. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 method, result, conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which clarified that the first valve had been loaded just once. The physician reported that the first valve¿s infold was driven by the patient¿s calcification. The post balloon aortic valvuloplasty (bav) was performed on the second valve with a 20 millimeter (mm) non-medtronic balloon. The second valve had moved distal in the aortic direction during deployment. The target depth was 3mm. The depth was not assessed in multiple views for the second valve due to the patient¿s instability. However, the second valve was below the annulus and not supra-annular. No additional adverse patient effects were reported. Updated data: g1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.